Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior with the one-way valve attached. The sheath was not returned for evaluation. Two kinks were observed on the catheter tubing near the y-fitting approximately 74.9cm and 75.9cm from iab tip. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: bba, rt(r), assistant manager additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) could not be advanced through the sheath. The customer stated that it felt sticky, had rolled, and became stuck to itself as it was being advanced. A new iab was inserted without further issue using the same sheath. There was no patient harm or adverse event reported.